Event description:
External ventricular drain (evd) became disconnected at the port above the sampler port on the evd. Staff clamped drain. Drain replaced by neurosurgery with new sterile system that was set up. System working appropriately.